Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient continued to report of having thrashing and seizures that started again. The patient indicated that she turned stimulation off and it stopped. The patient reiterated that this only happens when she lies down and when stim is on but if she sits up it stops. The patient has video of the reaction. The patient stated that the hcp reprogrammed her device and lowered the strength and the thrashing and seizures started again. The patient has since turned stim off and they stopped. Patient stated she has been to the ER, seen a neurologist and had a lot of tests and all the tests came out just fine. Patient has an appointment on (B)(6) 2016 symptoms reported were: uncontrollable thrashing and seizures. Patient stated this has been going on for well over a year.

Event description:
The patient family member stated when patient is lying down flat, even if she slowly gets into that position, she would begin having seizure like symptoms; arms thrashing, yelps/makes noises and when patient sits up the symptom goes away. The patient has tried taking away medications; took away meds, a hydro- patch was on and stopped "tersadone" narcotic. This only happens when patient is lying down. The patient confirmed interstim was the only stim implanted currently. The reporter was wondered if the lead could be moving when patient changes positions. The patient reported 6 days later that she has been without seizure type symptoms for 6 days because of turning stim off. The patient stated she has talked to doctor's pa and nurses 3 times and they stated it absolutely could not be caused by the device. Patient stated she had gone to the ER 3 times because if the seizure type symptoms. Patient asked what they should do next. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor

Event description:
Additional information received from the patient reported that the managing healthcare professional (hcp) did not think it was device related. They figured out why the patient was having seizures. The patient was having seizures due to her overactive bladder medication, oxybutynin, not her device. When the patient took the medication and had sugar with it, the patient would get the seizures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.